Event description:
Additional information was received. No revision procedure was performed. Further defibrillation threshold (dft) testing was performed with successful results. A decision was made to further monitor this system with remote monitoring.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed noise and high out of range impedance measurements. It was thought there may be a lead malfunction. An internal technical service consultant was contacted and provided information that the noise observed is from the respiratory rate trend (rrt) that uses a signal every 50 ms to avoid inappropriate therapy because of oversensing. Ts thought there may be a possible lead issue and recommended lead replacement. In addition, it was thought this may have been due to underinsertion of the lead into the lead barrel. During the lead revision, ts recommended testing the replacement lead with the currently implanted device (energen model f143 sn (B)(4)) to assure there is no device issue. No adverse patient effects were reported.